Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Te customer reported there was a speaker malfunction / inop error message from the mx40 telemetry device. The device was in use on a patient and no adverse event was reported.

Event description:
The customer reported there was a speaker malfunction / inop error message from the mx40 telemetry device. The device was in use on a patient and no adverse event was reported.